Manufacturer narrative:
Describe event or problem, corrected data: information regarding confirmed lead impedance, maximum device output calculations was inadvertently not included in the initial MFR. Report. Relevant tests/laboratory data, including dates, corrected data: the data was inadvertently not included in the first supplemental MFR. Report. Brand name, corrected data: the brand name in the initial MFR. Report should have reflected the pulse generator. Type of device, corrected data: the type of device in the initial MFR. Report should have reflected the pulse generator. Model #, catalog #, serial #, lot #, expiration date, other, corrected data: the device information in the initial MFR. Report should have reflected the pulse generator. Implant date, corrected data: the implant date in the initial MFR. Report should have reflected the implant date of the pulse generator.

Event description:
The provider confirmed that the impedance reading of 4636 ohms was obtained via system diagnostics and the last date of impedance measurement was (B)(6) 2015. No known surgical interventions have occurred to date. The initially reported value of 6200 ohms (meeting the definition of high lead impedance) was confirmed to be an invalid reading. The actual measured value was reported to be 4636 ohms (normal) by the provider. It is determined that the root cause of the low output current message displayed was due to the combination of the device's programmed settings and the system impedance. The device was programmed to deliver 2.0ma. However, after applying ohm's law with a +/- 25% tolerance for lead impedance, the maximum current that could be delivered was 1.726ma which matches the reported delivered current reading the physician reported of 1.75ma. The device delivered the maximum output current possible given the impedance and programmed parameters. The impedance of the system has increased from 1853 ohms to 4636 ohms since the time of initial implant.

Event description:
It was reported that the lead impedance reading was 4636 ohms. No setting updates were made. Revision surgery is likely but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that an error message was received indicated that the device programmed output current is not being delivered at the specified level. It was reported that the device lead impedance was high (6200 ohms). No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.